Manufacturer narrative:
H6. Eval codes: results - (other): visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon attempted to insert an aa4203tl toric silicone single piece lens but the lens became stuck in the cartridge and would not advance. There was no pt contact or injury.